Manufacturer narrative:
Concomitant medical products: equinoxe reverse tray adapter plate tray +0 (cat#: 320-10-00 / serial#: (B)(4), eq reverse torque defining screw kit (cat#: 320-20-00 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial right-side tsa, the 66 y/o male patient experienced repeated infections with multiple washouts and component change since 2016. Infected again so washout, debridement and exchange of tray and liner. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation as devices were discarded by hospital. No other patient information/medical history provided.

Manufacturer narrative:
(H3) as reported, approximately six years post initial right-side tsa, the 66 y/o male patient experienced repeated infections with multiple washouts and component change since 2016. Infected again so washout, debridement and exchange of tray and liner. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation as devices were discarded by hospital. No other patient information/medical history provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.